Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect, correct b5 should be - the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles, headaches, lung pain. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found contamination in air path, residue on the side of the humidifier. An internal visual inspection of the device was completed by the manufacturer and found white mineral deposits in the air inlet and an unidentified odor in the blower box. The manufacturer also received humidifier and found white mineral deposits in the reservoir tank as well as on the reservoir seal. Also, found water ingress in the heating plate compartment. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination in air path, residue on the side of the humidifier and white mineral deposits in the air inlet, reservoir tank, reservoir seal, heating plate consistent with water ingress. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam.this action was reported to FDA per 21 cf1 part 806. The device will be corrected per (B)(4).